Event description:
Reference importer # (B)(4).

Manufacturer narrative:
Failure investigation found that the incident was caused when the patient had taken himself off the transmitter, detaching the leads before expiring. Further examination found that many of the false alarms experienced by the user were related to use of old or disconnected leads, indicating that the alarms were appropriate. Follow up with the bme have resulted in no units that are alarming incorrectly. Bme has shown clinical personnel what the issue is for each call he has responded to. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.